Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head and accolade tmzf plus hip stem on her right hip on or about (B)(6) 2008. It is further alleged that after implantation she experienced pain and suffering and loss mobility and required a revision surgery.

Manufacturer narrative:
Reported event: an event regarding altr and wear/metallosis involving a metal head was reported. The event of altr was confirmed. Method & results: -product evaluation and results: visual inspection, material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated conclusion/assessment: the patient underwent a right tha in 2008 for oa. She underwent a left tha for djd but potential infection. The first hip had a tmzf stem the second an accolade 2, both with a v40 head. The right hip was revised for reported increased metal levels and pseudotumor on (B)(6) 2015. At the time of surgery metallosis, pseudotumor and abductor disruption were noted. Medical records before or after the surgery, radiographs, imaging studies, and/or laboratory studies were not provided for review. Event confirmation: a right tha can be confirmed. A left tha can be confirmed. A revision right tha can be confirmed. Pseudotumor and abductor involvement can be confirmed at the revision right tha. Metallosis, increased metal levels, pain, suffering, and/or loss of mobility cannot be confirmed without additional information and records. Root cause: the root cause of the right tha was oa. The root cause of the left hip djd and tha is unclear. The root cause of the revision right hip was clunking and pain and reported increased metal levels (not documented). The other findings could not be confirmed. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnionosis, metallosis and altr. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review with a clinical consultant indicated conclusion/assessment: the patient underwent a right tha in 2008 for oa. She underwent a left tha for djd but potential infection. The first hip had a tmzf stem the second an accolade 2, both with a v40 head. The right hip was revised for reported increased metal levels and pseudotumor on 09/10/2015. At the time of surgery metallosis, pseudotumor and abductor disruption were noted. Medical records before or after the surgery, radiographs, imaging studies, and/or laboratory studies were not provided for review. Event confirmation: a right tha can be confirmed. A left tha can be confirmed. A revision right tha can be confirmed. Pseudotumor and abductor involvement can be confirmed at the revision right tha. Metallosis, increased metal levels, pain, suffering, and/or loss of mobility cannot be confirmed without additional information and records. Root cause: the root cause of the right tha was oa. The root cause of the left hip djd and tha is unclear. The root cause of the revision right hip was clunking and pain and reported increased metal levels (not documented). The other findings could not be confirmed. No further investigation is required.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: accolade tmzf plus hip stem; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head and accolade tmzf plus hip stem on her right hip on or about (B)(6) 2008. It is further alleged that after implantation she experienced pain and suffering and loss mobility and required a revision surgery.